Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the customer had been reprocessing disposable forceps plugs, instead of correctly discarding them after single use. The olympus ess reviewed the proper cleaning, disinfection and sterilization reprocessing steps and covered pre-cleaning, leakage testing, manual cleaning, and high-level disinfecting with the customer reprocessing technicians. In additional, the olympus ess informed the customer reprocessing technicians that the maj-1555 is a single use accessory and to be discarded after use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested a reprocessing in-service for the single use biopsy valve (sterile). An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the customer was not discarding single use biopsy but instead reprocessing them. It was reported that the customer was not using mh-948 endoscope aw channel cleaning adapter for precleaning of equipment. There was no patient involvement, no harm or user injury reported due to the event. Additional information from the user facility confirmed that the biopsy channel covers were cleaned and sterilized for reprocess training purposes and the biopsy channel covers were not reuse.

Manufacturer narrative:
This supplemental report is being submitted, to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed, since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was determined, the probable cause was incorrect reprocessing of the device and not discarding it as intended.